Manufacturer narrative:
Reported event: an event regarding crack/fracture of the exeter stem involving metal head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The device was returned assembled to the mated exeter stem. Nothing remarkable was observed on the device. During revision surgery, it is considered good surgical practice to always replace bearing components such femoral head with new devices, also because service life damage or wear is not always readily visible and these components are usually modular and removal is easy and straightforward. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctor revised the patient's total hip prosthesis due to the breakage of the exeter nail implanted in the patient.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor revised the patient's total hip prosthesis due to the breakage of the exeter nail implanted in the patient.